Event description:
The patient was revised because of a proximal femur fracture around the implant. It was noted that the patient fell.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(6) 2012 - patients operative records received. No new information that would change the MDR decision. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. Operative notes were the only information obtained. The patient fell resulting in a calcar fracture extending down into the femoral diaphysis. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.